Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). Calibration signals were within expectations. The customer uses a 3rd party qc. A general reagent problem can be excluded because the qc prior to the event was within ranges. The alarm trace showed a couple of sample clot detection alarms and a few sample foam detection alarms. This is consistent with a sample quality issue. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 0.175 ng/ml. This result did not match the patient's clinical diagnosis and the sample was repeated. Repeat result: 0.009 ng/ml. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The provided sample foam detection (sfd) images revealed a blurry film. The overall instrument condition was under control as no major component issue-related alarms were visible. The investigation did not identify a product problem. The cause was due to a preanalytic issue at the customer site where a blurry film was identified in the affected samples (sample quality issue). Preanalytics are within the customer's responsibility.